Event description:
Report recieved from an internatinal affilite (canada) of a chemotherapy leak. The report read: "the pump line piggybacked into the first y-site of the main line leaked." It was reported that cisplatin leaked at the connection of the two sets during the infusion via peripheral IV access. The customer contact reported that the treatment was interrupted, but the dose was notmissed. No medical or nursing interventions were reported.